Event description:
The customer received a blood glucose reading of 95mg/dl on the contour meter while at the doctor's office. The nurse noticed the customer was sweating and the customer was retested with another meter. The reading was 43mg/dl. There was no mention of treatment. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.the strip information was not provided but they are expected to be returned for evaluation.replacement test strips and a new meter were sent to the customer